Event description:
It was reported that: pt reported phantom pain in hip area. Pt is also experiencing soreness in tissue along with swelling. The pt states that the more physical activity she does the more pain she is experiencing.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.